Manufacturer narrative:
Additional information: h6(update codes) and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set had consistent bubbles from the port 4 and 5. The ingredients they are confronting are potassium (k) acetate on port 4 and sodium (na) acetate on port 5. This occurred during use. The set was replaced to resolve the issue. There was no patient involvement. No additional information is available.